Event description:
It was reported that the device had the charge-pak, attention and service wrench icons illuminated in the readiness display. Therefore the device might not be able to provide defibrillation therapy if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control observed that the analog pcb assembly caused the internal hlc batteries to deplete and the device could not power on to charge or shock defibrillation energy. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor designator c177 which caused the internal hlc batteries to deplete. The customer was provided with a replacement device under warranty.